Manufacturer narrative:
The check of the DHR of the lot # involved (14ag194) did not show any pre-existing anomaly on the 14 physica femoral alignment guide manufactured with this lot #. We received the instrument involved. By a visual check, we confirmed the breakage of the locking pin. As we don't know how the instrument was used before breaking, we cannot say if a possible improper use has contributed to this instrument failure. No consequences for the patient were reported for this case. According to our pms data, in total 3 complaints involving intra-op breakage of femoral alignment guide with model # 9065.10.020 were reported (the first one in may 2016). Before becoming aware of these 3 complaints, and precisely in april 2015, the geometry of the subcomponent locking pin was reinforced (design improvement) to increase the mechanical strength of the instrument. The device involved in this complaint was manufactured before the improvement of april 2015 (version 00). No complaints received on the improved version (version 01) of this instrument, which has been available on the market since august 2016. The design improvement listed above will further reduce the already low risk of recurrence of similar events. Lima corporate will keep monitoring the market to verify the effectiveness of the design improvement introduced.

Event description:
Breakage of a physica femoral alignment guide locking pin (product code 9065.10.020, lot# 2014ag194). The breakage happened intra-operatively on (B)(6) 2016 and caused a surgery time extension of about 20 minutes. Despite this issue, the surgery was successfully completed by the surgeon. No consequences for the patient. Event occurred in (B)(6).